Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File indicated the use of an unapproved viscoelastic. Product history records could not be reviewed for the cartridge because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no root cause could be identified by the investigation. No sample was returned. Additionally, the account used an unapproved viscoelastic. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested 3/23/2011 by fax, mail and phone. Add'l info was received 3/23/2011 by phone. A completed questionnaire was received 3/24/2011. (B)(4). This report was mailed to FDA on: 4/20/2011. (B)(4).

Event description:
A tech reported that following bilateral intraocular lens (iol) implant surgery, the lens was exchanged for a different model due to "non tolerance of diffractive optics" and intolerable night glare and halos. In a f/u, the surgeon reported that the event resolved following the lens exchange. Prior to the exchange, the pt also reported poor contrast. An unapproved viscoelastic was used during the implant procedure. The tech reported the pt is happy now and his vision is much better. He is wearing reading glasses and is "okay" with that. The pt has a 5 mm pupil in moderate to low light and this may have been a contributing factor. There are two medical device reports associated with this event; this report is for the right eye.